Event description:
On may 29th, 2023 getinge became aware about an issue with getinge air glide system (ags) used with 86-series washer disinfector. As it was reported the ags was not working. As the information was not safety related we decided to not report the event to the competent authority. On august 11th, 2023 getinge received additional information about operators injuries. As it was stated the ags was not fixed. The automatic loader and unloader could not have worked due to the malfunction. This caused the staff to load the washer disinfector manually. The ags is removed and scheduled to be replaced. As it was stated one staff member has already returned to work after she was injured and needed a medical intervention. The injury was not life threatening. The other staff member has also returned to work and did not seem to have any lingering issues with her injury. We have not been advised of any details regarding these injuries so far. Nevertheless, we decided to report the issue in abundance of caution, as we cannot confirm that similar event would not contributed to the serious injury if reoccurs.

Manufacturer narrative:
Additional information will be provided upon results of the investigation. H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
On 29 may 2023 getinge became aware about an issue with getinge air glide system (ags) used with 86-series washer disinfector. As it was reported the ags was not working. At that time, there was no allegation of injury. On 11 august 2023 getinge service technician received email informing that two operators received injuries, from which one was ¿injured pretty badly, however not life threatening" and needed medical intervention. Due to staff and patient confidentiality no further information regarding the injury was provided. The automatic loader and unloader could not have worked due to the malfunction. Based on the information provided, the loader and unloader of the ags 1.0 failed and the staff manually handled the wash carts into the wash chamber which caused the strain injury. Despite our best effort no information have been shared about details of the adverse event. It is impossible to define a cause of failure based on the information from the customer product complaint record. The most probable root cause why the loader and unloader broke down cannot be defined. Additionally, the description of the ags 1.0 is an automatic loading and unloading device and not meant for manually handling. When the event occurred, the device was directly involved and did not meet its specification. Upon the event occurrence the device was not being used for patient treatment. We decided to report the issue based on a potential as a similar event could contributed to a serious injury if reoccurs. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however getinge will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer's reference number: (B)(4).